Event description:
The pt reported the surgeon implanted the micl 12.6mm implantable collamer lens in the pt's left (od) eye on (B) (6) /2009. The pt indicated he was prescribed eye drops due to high pressure and glaucoma. The doctor's office was contacted and reported the pt last visit was on (B) (6) 2010. The doctor's office reported the pt did have high pressure on (B) (6) 2008, pressure range was 21.9 to 23.0. It was treated with eye drops. The pt was diagnosed with primary open angle glaucoma. Visual field loss due to poag. The icl remains implanted. See MFR# 2023826-2010-00318 for the right eye.

Manufacturer narrative:
(B) (4). Lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same order. Medical review - raised intraocular pressure (iop) requiring intervention is a labeled adverse event in the implantation of the visian icl. Surgeons are warned not to perform this procedure in pt's with an acd < 3.0mm and gonioscopic angles less than grade ii. This complication is generally due to inadequate peripheral iridotomies, excessive lens vaulting, or pigment dispersion due to constant rubbing of the icl with the posterior surface of the iris. There is an increased risk of this event if the icl was implanted in pts with a gonioscopic angle that is < grade ii, pts with an acd <3.0mm, or pts with a history of glaucoma are contraindicated in the implantation of this lens. Conclusion: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B) (4).